Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for technical inspection. The faults described by the customer (poor image quality and dropouts, battery does not last long') were partially confirmed by the manufacturer. The poor image quality and dropouts were not confirmed and were suspected to be caused by another part of the application. The poor battery capacity was confirmed by the manufacturer and is attributable to normal wear and tear. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a bad image and blackouts. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).